Event description:
It was reported that there was intermittent ventricular oversensing and intermittent long pauses of 1.8 seconds on the telemetry strip. The pacemaker and the ventricular lead were both replaced because it was unclear if this was due to the device or lead. The device was subsequently returned with additional information of no pacing output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. No anomalies were found. Other: it was reported that there was intermittent ventricular oversensing and intermittent long pauses of 1.8 seconds on the telemetry strip. The pacemaker and the ventricular lead were both replaced because it was unclear if this was due to the device or lead. The device was subsequently returned with additional information of no pacing output. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, output, none, oversensing.